Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the hand piece overheated after a 2 minute run time at 5000 rpms and was drawing up to 3000 ma current. It appears that the insulation on wiring to hall board and motor melted and shorted out motor pn: 91000516 and hall board pn: 11800008001. It is unknown which component or wire caused overheating first. The motor was tested by itself and it still overheated. The hall board was also damaged by overheating. No further investigation is required. (B)(4).

Event description:
It was reported that while using a dyonics powermax elite hand control, the hand piece started overheating then the device stopped working.